Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on (B)(6) 2018 involving a devilbiss oxygen concentrator, however no details were given regarding the exact nature of the complaint. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that a bent fan guard prevented the cooling fan from spinning properly, resulting in thermal deformation to the cabinet and compressor housing. Devilbiss has an active CAPA for fan complaints.